Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551437, expiration date 12/31/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.

Event description:
Caller states customer had low blood glucose symptoms with result of 190 mg/dl obtained on the advantage system while using comfort curve test strips. Fifteen minutes later customer tested 42 mg/dl on his aviva system. Caller treated him with orange juice and candy. Fifteen minutes later customer tested 287 mg/dl on the advantage system and 42 mg/dl on the aviva system. These values were obtained within 10 minutes of each other. Requested return of suspect device and replacement was sent.